Manufacturer narrative:
A sample from the patient was requested for investigation, but it could not be provided as it was hemolyzed and the available volume was too low. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys total psa on a cobas 8000 e 602 module. An edta plasma tube of the sample was initially tested, resulting in a total psa value of 98.03 ng/ml. The patient complained about the result. The heparin plasma tube of the sample was repeated on (B)(6) 2024, resulting in a total psa value of 0.766 ng/ml. The edta plasma tube of the sample was also repeated on (B)(6) 2024, resulting in a total psa value of 76.27 ng/ml.

Manufacturer narrative:
The serial number of the e602 analyzer is (B)(6) . For the last calibration performed on 13-mar-2024, the calibrator signals for the first calibrator level were within the expected range, but the signals for the second level were far below the expected range. Quality controls run on 27-mar-2024 and 03-apr-2024 were acceptable. The investigation is ongoing.